Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted in a patient with alleged urinary retention of 700ml of urine in the bladder. No urine flowed through the catheter once inserted and inflated. It was also reported that there was a thin film across the eyelets, which allegedly obstructed the flow of urine. There was no patient injury reported.

Manufacturer narrative:
The reported event was confirmed. The evaluation found foreign material inside the drainage eye. Water did not drain properly, during the functional evaluation, due to the presence of the foreign material inside the drainage eye. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water" correction: other#.

Event description:
It was reported that the catheter was inserted in a patient with alleged urinary retention of 700ml of urine in the bladder. No urine flowed through the catheter once inserted and inflated. It was also reported that there was a thin film across the eyelets, which allegedly obstructed the flow of urine. There was no patient injury reported.